Event description:
It was reported that during a lumber spine fusion procedure, the spine tracker stopped working. A spare tracker was not available, as a result, navigation was aborted and the procedure was completed by traditional methods using standard c-arm fluoroscopy without incident. No adverse event was associated with the device.

Manufacturer narrative:
Add¿l info will be submitted once the quality investigation is completed.